Event description:
Customer wrote informing that some lifestyles condoms purchased had a foul smell. Ansell contacted customer requested samples and send a replacement pack of condoms. Customer wrote back informing that she had developed a vaginal infection and medical attention was needed.